Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/03/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 41 mg/dl while using insulin pump therapy. The user was treated with fast-acting carbohydrates and remained in contact with his caregiver during the event. The user disconnected from the pump for safety and continued oral carbohydrate treatment until bg values improved. The user was not hospitalized and recovered without lasting effects.